Event description:
Report states that repeated exposure to latex products such as is found in latex surgical or examination gloves has led to a hypersensitivity to latex. Subject reportedly suffered an anaphylactic reaction and anaphylatic shock on the day of the event while undergoing a cesarean section.